Event description:
Pt called to report severe adverse reactions to her interstim bladder stimulator. Pt stated she had in implanted in (B)(6) 2014 and had normal pain right after surgery. In early (B)(6) 2014 she said the pain had become excruciating. Pt said the pain was so bad she went to the ER and they turned the bladder stimulator off. She said the pain became more manageable, but once it was turned back on the pain returned. She stated she became more active in (B)(6) 2015 and the pain has become unbelievable. Pt said she can't get out of bed and has lost her job due to the pain. Pt stated she recently saw a neurologist who told her that the stimulator device is affecting her muscles which is contributing to her pain. She believes her muscles are in complete spasm. She is very frustrated and wanted to report this to the FDA because she didn't know what else to do. She said she has become completely inactive.